Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger resets.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery chargers/modem sn: (B)(4) has been completed. The reported problem (charger resets) has been confirmed. As received, the battery charger/modem resetting. Upon investigation, there was liquid contamination on the battery board, the q1 current-controlling transistor on the bedside board was thermally damaged, the u13 8-bit cmos flash micro-controller on the bedside board was internally shorted, and y1 10 mhz smd crystal on the bedside board was defective. The cause for the failure was isolated to the contaminated battery board and defective components. The root cause for the contamination was likely ingress of an unknown liquid. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective battery charger/modem.